Manufacturer narrative:
Corrected data: event - "the patient experiences glare/haloes during day and night time." Should be added in the initial MDR." Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explanted: na this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+0.5/170 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2019. The lens was reported as having excessive vaulting and the pupil size was large/reactive. The lens remains implanted and the patient will be monitored for 2 months.